Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel external iliac artery. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the second inflation at 10 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. E1: initial reporter facility name: (B)(6), e1: initial reporter address 1: (B)(6). G4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.